Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to prime alarm. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that the pump alarmed motor encoder. Customer stated the pump alarmed during seating force sensor did not detect the reservoir. The customer was advised the pump will need to be replaced. The customer's blood glucose was 183 mg/dl.